Event description:
Pt status post plate and screw implantation heard a snap in the jaw and returned to surgeon. The first x-ray surgeon could not tell if plate was broken; pt returned one week later and an x-ray showed the plate was broken. Surgeon removed the plate and revised the pt to another plate, pt would not allow use of bone graft. Surgeon noted previous surgery no bone graft was used.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review cannot be requested.